Event description:
The patient underwent a stimulator revision due to it migrating and causing the patient pain. Prophylactic antibiotics were administered, and general anesthesia was used. The patient tolerated the procedure well.